Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported screwdriver tip broke in the screw interface. When the surgeon tried to final tighten set screw on the rod, the set screw stripped and broke. We had to saw the head off the screw and then use a universal removal set and a reverse threaded driver to get the illiac screw out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one (1) exp 5.5 closed poly driver (product code: 279718100, lot # gm4275401) was returned for evaluation. Visual examination of the returned device found the distal tip of driver was fractured. Device was then sent for fracture analysis. Optical imaging of the fractured surface reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tip of the expedium t20 closed polyaxial driver being broken cannot be determined. However, fracture analysis suggests that driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.